Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 19mg/dl at the time of the event and passed away on (B)(6) 2019. The customer fell on the floor and not responded to cardiopulmonary resuscitation. The customer has worn the pump at the time of passing and it was unknown whether the auto mode feature was active at the time of the event. The customer's spouse reported that the customer would sometimes experience high blood glucose of 500's and 800's. Troubleshooting was performed and found that cause of passing was kidney failure and diabetes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. Information related concomitant has been updated in d10 section.

Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2019. The customer was found unresponsive on floor and did not respond to cardiopulmonary resuscitation. The cause of death was kidney failure, diabetes. The customer¿s blood glucose was 19 mg/dl at the time of death. The caller reported that the customer sometime experience high blood glucose level of more than 500 mg/dl to 800 mg/dl. Exact blood glucose value was unknown and needed to go hospital. The customer was wearing the insulin pump at the time of death. The customer was using sensors. It is unknown if the caller will return the insulin pump for analysis.